Event description:
It was reported by service report that the bed had a broken head left siderail that would not lock in the intermediate position and a broken head right siderail that would not consistently lock. It was further reported that there were sharp edges exposed. No adverse consequences have been reported.

Manufacturer narrative:
Timing link. Conclusion: it was recommended that the customer remove the unit from service or have it repaired; customer declined both suggestions.